Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current info. Conclusion - based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 05/04/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt is unhappy with vision. The iol is decentered nasally by 0.5 mm. Add'l info has been requested.